Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 3, 2020. Device evaluation summary: during the visual evaluation of the device, a tear was observed on the anterior expanding to the posterior aspect, measuring approximately 11.6 cm. Microscopic examination in the tear edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2020. The analysis has begun but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. On (B)(6) 2020 mentor received confirmation that the impacted product originally reported to mentor as right, was in fact the left sided device. The impacted product is a mentor smooth round high profile 380cc saline prosthesis, serial #(B)(6). Section d and h4 have been updated. A manufacturing record evaluation was performed for the finished device number 6679227, and no non-conformance's were identified. Reason for device explant and/or reoperation: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent primary breast augmentation with mentor smooth round high profile 330cc saline prostheses experienced right sided deflation with no trauma post procedure. The deflation was confirmed by a physician¿s examination. As a result, the right device was replaced with a mentor smooth round high profile 270cc saline prosthesis. The left device was replaced with a mentor smooth round high profile 290cc saline prosthesis.